Manufacturer narrative:
The manufacturer¿s device registration system indicates that the pump was removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (75063 mcg/ml at 3600 mcg/day) and bupivacaine (11000 mcg/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s pump was coming through the skin. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient¿s incision was not fully healing/taking a long time to heal, and the pump started to come out of the incision. The pump was being removed, and it was noted that the hcp had no further information to provide regarding the event.